Event description:
It was reported that the fire dept responded to a male pt, and the device was difficult to power on and would not turn off. It was reported that the delay in therapy did not have an adverse effect on pt.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported device inability to turn off. Physio replaced the large keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced large keypad assembly at the failure analysis center and was unable to duplicate the reported issue. Although, it was observed that the conductive coating on the plastic bubbles of the power switch flaked off, and a loose piece could have caused an intermittent short between the contacts of the switch.